Event description:
Additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative reported a catheter access port (cap) dye study was performed on (B)(6) 2021 and revealed a possible occlusion and catheter migration. The existing spinal segment of the catheter was explanted/replaced ( new spinal segment implanted) on (B)(6) 2021. The issue was noted as resolved. The patient's status at time of report was alive-no injury. Medications included atorvastatin 40 mg tablet, centrum silver tablet, cephalexin 250 mg capsule, digoxin 125 mcg tablet, hibiclens 4% topical liquid, hydroxyzine hcl 25 mg tablet, ipratropium, bromide 42 mcg nasal spray, jantoven 5 mg tablet, lisinopril 40 mg tablet, metoprolol succinate ER 100 mg tablet (extended release), mupirocin 2% topical ointment, oxybutynin chloride ER 15 mg capsule, senokot 8.6-50mg tablet, synthroid 125 mcg tablet, trazodone 50 mg tablet, venlafaxine 75 mg tablet, and vitamin d3 2000 unit capsule. Allergies include hydrocodone and oxycodone. Diagnosis description included radiculopathy, lumbar region.

Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type catheter h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the catheter was returned, and analysis found no significant anomaly (catheter incomplete/returned in segments). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient received lumbar epidural steroid injections on (B)(6) 2021 and (B)(6) 2021. The patient was administered toradol 60 mg intramuscular injection on (B)(6) 2021. The sc hydromorphone was increased by 0.5 mg on (B)(6) 2021. On (B)(6) 2021, the sc hydromorphone was increased by 0.5 mg and increased boluses to 0.3 mg hydromorphone each. On (B)(6) 2021, the sc hydromorphone was increased by 0.5 mg. The sc hydromorphone was increased by 0.6 mg on (B)(6) 2021 and (B)(6) 2021. On (B)(6) 2021, the sc hydromorphone was increased by 0.5 mcg and increased boluses by 0.1 mcg. On (B)(6) 2021, the sc hydromorphone was increased by 0.25 mcg and the boluses were increased by 0.1 mcg. On (B)(6) 2021, the patient had increased pain since the last visit. A lumbar MRI was ordered. The hcp decreased the boluses to a total of 0.45 mcg and increased sc by 0.3 mcg. On (B)(6) 2021, a MRI without contrast was performed and showed l5-s1 grade 1 spondylolysis spondylolisthesis with moderate foraminal stenosis and exiting l% ganglionic mild impingement. Subarticular stenosis with descending neural encroachment. A x-ray was performed and there was l5-s1 spondylolisthesis, l1 compression fracture, multilevel disc degeneration. It was noted, on (B)(6) 2021, the pain improved since the last visit and patient was doing well. The issue resolved without sequalae.

Manufacturer narrative:
Continuation of d10: product ID 8598a. Serial# (B)(6). Implanted: (B)(6) 2019. Explanted: (B)(6) 2021. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8598a; lot#serial#: (B)(6); implanted: on (B)(6) 2019; explanted: on (B)(6) 2021; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported that the patient reported on (B)(6) 2021 that they were not getting any pain relief from the pump. On (B)(6) 2021, a catheter access port (cap) contrast study was performed which showed normal results. The pump system was intact and functional.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 30-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 6.7 mg at 3.00102 mg/day and bupivacaine 20 mg at 8.95826 mg/day via an implantable pump. It was reported on 2021-aug-04 the patient reported increased pain and numbing feeling after bolus. The device was reprogrammed where the simple continuous hydromorphone was increased by 0.5mg. On (B)(6) 2021 the device was reprogrammed where the hydromorphone was increased. On (B)(6) 2021 the patient reported increased pain and that the boluses were not as effective as they once were. A catheter access port (cap) dye study was performed on (B)(6) 2021 and revealed sluggish aspiration and a dynamic kink. A revision was scheduled for (B)(6) 2021. The outcome was noted as ongoing. The device diagnosis was catheter kink and the clinical diagnosis was increased pain to lower back. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(4) 2021.